Event description:
It was reported that there were ¿a couple situations of where kids may have gotten too much¿ because of priming boluses. It was later reported that the events did not involve a full priming bolus.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID 8840, product type: programmer, physician. (B)(4).